Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to ketoacidosis due to bent cannula with high blood glucose of 600 mg/dl. Customer wearing the pump at time of hospitalization. Customer stated that she had issues with bent cannulas and it sent her into ketoacidosis. Customer stated that, during troubleshooting her blood glucose was running over 600 mg/dl. Customer did not troubleshoot the high blood glucose. The device will not be returned for analysis.